Event description:
Apex insert and locking bolt revision due to infection.

Manufacturer narrative:
Case-(B)(4) final report additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event. No additional information was provided and therefore the scope of the investigation was limited. The appropriate device details have been provided and the relevant device manufacturing and sterilization records were identified and reviewed. Review of these records showed that parts were cleaned, packaged and sterilized according to specifications at the time of manufacture. Infection is a known complication with any invasive surgery. Based on the available information, the root cause of the reported infection could not be determined and thus this case is now considered closed. Note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA.

Manufacturer narrative:
(B)(4) initial report additional information including confirmation of the operative notes, x-rays, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event. The appropriate device details have been provided and the relevant device manufacturing and sterilization records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Apex knee tibial insert & locking bolt revision - infection.